Event description:
It was reported that the ilet¿s sleep/wake button became intermittently unresponsive to touch, occurring more often than not, while blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change to glycemic control and no need for medical care. Investigation included customer interview, verification of device serial information, and arrangement for device replacement with return of the original for evaluation. Investigation of this case revealed a suspected mechanical or tactile responsiveness issue localized to the sleep/wake button, consistent with a hardware user interface component problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the button assembly.